Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, an opening, and weight of the device was within specification. A microscopic analysis was performed which found one crease(sharp) opening in the radius side and also non-penetrating nicks around the opening. Based on the device analysis the final assessment is a crease(sharp) opening in the radius side due to a fold(flaw) opening.

Event description:
Health professional reported right side rupture. Device was explanted.

Event description:
Additionally, healthcare professional reported, capsular contracture, baker grade unknown. This report is for right side.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.